Manufacturer narrative:
The event was detected during a check after surgery on (B)(6) 2016, but the surgery date was not reported. Additional information received on 15 december 2016 and includes: there will be no surgical intervention for this case. The wrong screws were implanted due to an error of nursing during the surgery. The assistant and the surgeon didn't check the reference and name of screws. Batch reviews performed on 29 december 2016. Lot 154187: (B)(4) items manufactured and released on 26 october 2015. Expiration date: 2020-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cancellous bone screw flat head ø 6,5 l 40, code 01.26.65.40, lot. 148377 (k103352). Approx (B)(4) items manufactured and released on 15 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 05 january 2017 the r&d project manager performed a preliminary investigation and commented as follows: the difference between the versafitcup screw and the mpact one is the head of the screw. The head of the versafitcup screw has both the maximum diameter and the height slightly larger than the mpact one. That could potentially cause, depending on both the tolerances relative to the parts implanted and the involved sizes of shell and liner, contact between the head of the screw and the liner, specially if the screw is inclined as much as possible in respect of the hole of the shell. We asked for more information on the material and size of liner used. The real risks of the event cannot be determined with the information known to date. Device not explanted.

Event description:
During a check after surgery, it was noticed that 2 versafitcup system screws were used with a mpact cup.